Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 20sep2021: the event occurred during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was duplicated. Dso (downstream occlusion sensor) was found stuck and nonreactive giving a -cassette not attached properly- error alarm. Replaced the dso sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump voltage for dso was stuck at 141mv. No adverse effects reported.